Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A distributor reported an end user experienced an issue when using a 14cm solero applicator. A patient presented for a percutaneous microwave procedure. The applicator was not tested prior to placement. The unit was set for 140w @ 4 minutes, and the applicator was placed with no resistance or difficulty. No adjunct tools were used. The first cycle was completed with no reported issues. They went to perform the 2nd cycle, the needle was repositioned, it was checked if the needle was in the correct position and they started the 2nd cycle at 100w/6 minutes power. However, the cycle was interrupted with 2 minutes remaining with a high reflective power message. They tried to restart the cycle twice and the generator did not activate. The doctor repositioned the needle without removing it from the liver and after imaging it was found that the needle was fractured inside the patient. It was decided to not attempt to remove the tip from the patient due to patient risk and benefit assessment. It was reported the procedure was completed with another applicator. The total time before the tip detachment was 6 minutes. This was the 6th case with the product the doctor had performed. The lesion size was 4x5cm.

Manufacturer narrative:
Received one (1) 14cm solero probe for evaluation. The applicator was received with the ceramic tip detached from the distal end of the shaft assembly. The ceramic ferrule and center conductor are detached. Approximately 4mm of the tip remained attached there are signs of a thermal event occurring. The cartridge was connected to the lab solero generator along with the pump connected to the pump tubing. The pump was started and primed using water to test coolant flow, flow was observed to function normally. The high reflected power condition was repeated when testing at 60 watts in water. Center conductor detached internal to semi rigid. There are no known manufacturing defects. This failure is the result of a thermal event, root cause of which could not be definitively determined. The customer's reported complaint description of the ceramic tip was fractured and detached is confirmed. A root cause for the thermal event/tip detachment could not be definitively determined. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) which is supplied to the user with the solero applicators contains the following statements: intended use/indications for use the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue* during open, laparoscopic, or percutaneous procedures. Testing the device - prior to placing the device in the target tissue for ablation, place the tip of the device (including the black shaded zone of the shaft) in a container of sterile water or saline and activate the device at 100 watts for 10 seconds to ensure that the system is functional. Warning: do not initiate the procedure/anesthesia until the applicator has been connected, primed, and the generator status bar indicates "ready". Precautions - avoid placing lateral forces on the applicator tip during placement or removal. - always use the lowest power and shortest time necessary to achieve the targeted ablation. - each applicator may be used to ablate up to three separate areas of target tissue for each patient at the maximum power and time setting. - inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: do not bend the applicator as this may impair the function of the cooling system and may damage the microwave feed line inside the applicator. Warning: when using percutaneously the tip of the antenna may be used to puncture the skin at the point of insertion. Use the minimum force necessary to achieve this and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Operational instructions: - inspect all devices and packaging for damage prior to use. Do not use any devices that are damaged or if the sterile barrier is breached. Do not use the solero generator if it has been dropped or damaged. Warning: after each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator. Hardware unit review: solero generator s/n (B)(6) was used during this procedure with the probe in question. Unit was manufactured in oct-2019 and the most recent service was: case (B)(4) on 12-mar-2025 for routine service/testing. Unit passed functional testing. A complaint search review of the s/n shows no previous repairs, servicing and/or upgrades for this unit associated with probe tip detached failure mode since the unit was distributed. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).